Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the site reported encountering error 319 on the system, which pointed to issues with the armnet4 universal surgical manipulator (usm). The intuitive surgical, inc. (Isi) technical support engineer (tse) verified if it was possible to restart the system; the customer confirmed this, but the issue reoccurred after the restart. The tse then inquired whether the procedure could continue with only three arms, and the customer agreed. The procedure was completed as planned using 3 arms. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. In system logs, the 319 error was found, confirming the fault occurred in the field. During visual inspection, it was observed that the rolling loop ground strap was torn and could affect the movement of the insertion axis. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the ¿0x3¿ axis. Once testing was completed, the rolling loop fiber was further tested and was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.